Manufacturer narrative:
Per the clinic, the patient was a non-user and experienced an infection with no connection to the implant. Subsequently, the device was explanted on (B)(6) 2025. Device analysis report attached.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal. Additional information has been requested but has not been made available as of the date of this report.